Event description:
Cosgrove retractor was utilized for chest retraction during coronary artery bypass graft of patient in 2005. Patient had a routine post operative course and returned ot the surgeon as an out-patient about two weeks later. For a routine post operative visit. Upon review of two chest x-ray films the physician noted a small foriegn body in the pericardium, not previously identified on reports. The physician disclosed to the patient his concers regarding a foriegn body and reported this event to the hospital's operating room manager on the next day. A root cause analysis was pefformed on the late afternoon of the same day and an investigation was initiated. As part of the investigation the cosgrove retractor was carefully examined and it was determined that a screw was missing on the suture holder consistent with size and appearance of the foriegn body on the chest films. The two chest films taken three weeks apart with the foriegn body on showing no migration. After consultation with a cardiovascular surgeon at a tertiary center, it was determined that the risk of the foreign body removal from the pericardium is greater that the retention of the foreign body. The cosgrove screw is made of inert material.